Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be reported. The issue was found to be a faulty dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Additional information: a1, b5 and h6 (patient code).

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the reading of the downstream sensor failed to change (136-139 mv). The user indicated that a motor service was also due. No patient injury or complications were reported in relation to this event.